Manufacturer narrative:
Denstad se, volløyhaug I, lieng m, moawad g, lonnee-hoffmann ram. Risk factors for vaginal cuff dehiscence after robot-assisted total laparoscopic hysterectomy: a retrospective cohort study. Acta obstet gynecol scand. 2026; 00: 1-8. Doi:10.1111/aogs.70143 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective observational study evaluated the possible patient and procedure-related risk factors for vaginal cuff dehiscence (vcd) following total laparoscopic hysterectomy (tlh). The study included 684 women from november 2010 to december 2021 that underwent a tlh with the vaginal cuff sutured with barbed suture. There were 28 women diagnosed with vcd postoperatively in this study, and 45 women with vaginal cuff hematomas or infections were also noted.